Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a customer received loan an orthognathic set and during the check in process, it was discovered that there were two dirty drill bits in the set (drill bit #1: matrix 1.4mm drill bit j-latch/8mm stop/44.5mm, drill bit #2 drill bit ø1.5 w/stop l44.5/8 2flute). Both drill bits were removed and quarantined by loans staff and put aside for further advice on what to do with them. There were additional drill bits in the set so the case was able to be completed. This report is for the drill bit ø1.5 w/stop l44.5/8 2flute this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Additional device product code: dzi, erl, hbe. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.